Event description:
Report rec'd from abbott international affiliate that states: "no variability of flow rate when programmed between 40 and 250 ml/hr. When programmed more than 250 ml/hr very high flow rate was observed. The event happened several times. Product used for hydration and chemotherapy. Difficulties to maintain a good hydration and steady flow rate for chemotherapy." No indication of any adverse pt effect was rec'd. No further info was available.